Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. H3) the lld ez was discarded, thus no returned product investigation was performed. H6) perforation of vessels is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a left ventricular (lv), right atrial (ra), and right ventricular (rv) lead due to non-function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Utilizing a spectranetics 12f glidelight laser sheath and a spectranetics tightrail rotating dilator sheath, the ra and rv lead were removed successfully. Then, switching to the lv lead with the 12f glidelight, progress was made down to the coronary sinus (cs). While pulling traction with the lld ez, the patients blood pressure dropped and pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including bypass and sternotomy. A cs perforation was discovered and repaired, and the decision was made to abandon the lv lead. The lld ez was removed, and the lead was cut/capped and remained in the patient. The patient survived the procedure. This report captures the lld ez providing traction on the lv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.